Event description:
Boston scientific received information that during the recent implant of this system, there was noise noted. Boston scientific technical services (ts) was consulted and suggested it might be air bubbles and if so would subside shortly. The physician elected to not use this device, and implanted another. The pocket was closed and all numbers were stable. Post op check noted noise and low out-of-range (oor) pacing impedances on the right ventricular (rv) lead. There was also intermittent capture and sensing. Programming changes were made which did illicit better measurements, and the physician elected to leave the system as is. It is believed that the rv lead was somehow damaged at implant, possibly an insulation issue or integrity compromised at suture tie down. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.